Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history review (DHR) and lot history could not be reviewed. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula. No physical sample was received for evaluation, however, the customer provided a video of the reported event. The manufacturer's evaluation of the video confirms the customer's event: a nurse tech is seen using the cannula on the syringe with difficulties. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that chang was defective which had to push very hard to make it flow and jet pointed towards down at an unknown timing. There was no report of patient harm. The procedure type was unknown.